Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units batteries are draining, and not charging. The unit is connected to outlet power, and is indicated on the screen. The pump configuration is "hybrid". The battery indicators are greyed as they should be during wall power, but the charging leds on the front of the pump are not green, or flashing green. The batteries in the bays are not flashing as though charging, and only 20 percent at this time. Attempted disengaging the console and then reengaging but this did not change. Advised that she could switch to another pump, or have one nearby and get the pump to biomed for service. She will consider keeping on the pump and locating a second for standby. Otherwise the pump is functioning while plugged in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the biomed is trained to done the repair, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.